Event description:
A report was received that the patient was explanted. The patient reported that the "device was not working". No further information is available at this time.

Event description:
A report was received that the patient was explanted. The patient reported that the "device was not working." No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial#: (B)(4) model description: scs 50cm iii lead.

Manufacturer narrative:
A good faith effort was made to obtain additional information on the cause of explant with no success. Returned device analysis indicates that the ipg passed all visual, electrical and performance tests performed. The device exhibited normal charging and discharging characteristics. The lead passed electrical, mechanical, visual and photographic tests performed. The inspection of the lead revealed that no anomalies were found.